Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was inserted into the right axillary artery in a 70-year-old male patient with a planned mitral valve replacement, maze procedure, and left atrial appendage clip. The patient presented in scai stage e shock, and was on an intra-aortic balloon pump (iabp), multiple inotropes and vasopressors, and was ventilated for respiratory support prior to initiation of support. During the procedure in the operating room (or), the patient became hypotensive and an iabp was placed. The patient continued to decompensate, resulting in the insertion of an impella 5.5. The patient was on and off bypass three times and received 13 different blood products in the or (5 units prbc, 4 units cryoprecipitate, and 4 units of platelets). It was noted that the impella site was not bleeding. The patient returned back to the or for a chest washout and iabp removal. The post-procedure outcome is survival at explant. The impella 5.5 will be coded for serious injury, major bleed, blood transfusion, and surgical intervention; however, the device is unlikely to have contributed to the patient's major bleeding, which was most likely related to the cardiac surgery. Bleeding is listed as a potential adverse event per the device's instructions for use (IFU) due to anticoagulation and purge requirements.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Section d and e was added and corrected.